Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a remote follow up, that the patient's implantable cardiac monitor exhibited far p wave oversensing. No changes were made to the device at this time. There were no patient consequences.